Event description:
During the priming operation, the bvs console went into "high pressure, low flow" alarms. Field service evaluated the unit and could not duplicate the problem. It appears to be pt related.